Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant bwi products: pentaray catheter (catalog # unknown, lot # unknown) and carto 3 system (catalog # unknown, serial # unknown). Concomitant non-bwi products: st. Jude medical brk transseptal needle; st. Jude medical agilis 8 french sheath. (B)(4).

Event description:
It was reported that a male patient, in his early 70's, underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade (requiring pericardiocentesis and surgical intervention). At the end of the procedure, the patient became hypotensive. A pericardial effusion was detected via intracardiac ultrasonography. Pericardiocentesis yielded 390 ml. Patient was reported to be in stable condition. Patient was transferred to the intensive care unit (ICU) for observation. Patient condition worsened, as they arrested in the ICU and required a surgical repair of a left ventricular posterior septal perforation. Surgery was successful and the patient is expected to fully recover. Patient required extended hospitalization as a result of the adverse event for surgery and recovery. Medical history includes an aneurysmal left ventricle. Factors cited that may have contributed to the adverse event include an aneurysmal left ventricle, although that was not the site of injury. Physician¿s opinion regarding the cause of the adverse event is that it was related to the procedure and the patient¿s condition. It was noted that although it is unknown when and how the perforation occurred, it most likely occurred during mapping/ablation phase. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with a st. Jude medical brk transseptal needle and a st. Jude medical agilis 8 french sheath. Generator was set on power control mode with cut-off at 35 watts and temperature cut-off at 45 degrees celsius. There is no information regarding generator settings or power titration. There is no information regarding overall ablation time at the site of injury or last ablation cycle time at the site of injury, as no ablation was performed at the site of injury. Irrigated catheter flow was set at 2 ml/min during mapping, 17 ml/min during ablation at less than 30 watts, and 30 ml/min during ablation at greater than 30 watts. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-350 seconds. There is no information regarding spi value. The thermocool® smart touch¿ bi-directional navigation catheter was in close proximity to the pentaray catheter when the pentaray catheter went through the transseptal puncture site and the mitral valve and the thermocool® smart touch¿ bi-directional navigation catheter was across the aortic valve via retrograde aortic access. Thermocool® smart touch¿ bi-directional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure.